Manufacturer narrative:
No button error alarm occurred during testing. However the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing o-ring and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 40 mg/dl. The customer drank orange juice and ate grapes to raise her blood glucose. Troubleshooting was done. The customer stated that she was sleeping and woke up from a night sweat prior to receiving the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.